Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00017, device 2 is being reported under MDR-2247858-2023-00018, and device 3 is being reported under MDR-2247858-2023-00019.

Event description:
Core lab identified a stent fracture and right. Iliac occlusion on imaging dated (B)(6) 2022 and (B)(6) 2022. Per the core lab, the two (2) events appear to be unrelated. Patient outcome: "per site, patient presented to ER for 5 days right flank pain. Found to have occluded right iliac limb of evar device. Patient taken to or for management of occlusion. Had left common femoral to right common femoral artery bypass using 8mm ring ptfe preformed on (B)(6) 2022. Post-op stay without complication. Nicely healing incisions at post-op follow-up."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00017, device 2 is being reported under MDR-2247858-2023-00018.

Event description:
Core lab identified a stent fracture and right. Iliac occlusion on imaging dated (B)(6) 2022 and (B)(6) 2022. Per the core lab, the two (2) events appear to be unrelated. Patient outcome - "per site, patient presented to ER for 5 days right flank pain. Found to have occluded right iliac limb of evar device. Patient taken to or for management of occlusion. Had left common femoral to right common femoral artery bypass using 8mm ring ptfe preformed on (B)(6) 2022. Post-op stay without complication. Nicely healing incisions at post-op follow-up."